Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed eight months remaining longevity. During the recent device interrogation, the device reached explant. Boston scientific technical services (ts) discussed explant indicates time to replace within ninety days. Moreover, boston scientific technical services (ts) offered analysis to assess longevity performance, but doctor was not interested. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Correction to the supplemental report, follow-up 2, MDR block b2: outcomes attrib to adv event and h10: additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed eight months remaining longevity. During the recent device interrogation, the device reached explant. Boston scientific technical services (ts) discussed explant indicates time to replace within ninety days. Moreover, boston scientific technical services (ts) offered analysis to assess longevity performance, but doctor was not interested. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) previously showed eight months remaining longevity. During the recent device interrogation, the device reached explant. Boston scientific technical services (ts) discussed explant indicates time to replace within ninety days. Moreover, boston scientific technical services (ts) offered analysis to assess longevity performance, but doctor was not interested. As of this time, the device remains in service. No adverse patient effects reported.